Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 95% stenosed left anterior descending artery (lad). After a 3x33mm xience xpedition drug eluting stent (des) was implanted in the target lesion, a proximal edge dissection was noted. A 3x23mm xience xpedition des was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.